Manufacturer narrative:
Upon visual inspection, the screw had fractured from the base. The screw threads as well as the shank surface had a large amount of wear damage. The shank was bent from its surface, and the inner screw hex had some wear damage as well. There was also strong evidence of some unconfirmed foreign or biological material that was found on the screw threads. The device history record review was performed and the information did not provide any indication of a nonconformance. A definitive

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the abutment screw fractured.